Event description:
It was reported that the pt presented with only 4 channels active. The pt can detect but not comprehend sound. The electrode is in the cochlea and no fibrosis or ossification has been found. Re-implantation is considered but a date has not been scheduled yet.

Manufacturer narrative:
Na. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.